Manufacturer narrative:
The device, used for treatment, was not returned for evaluation. Therefore, product analysis could not be performed at this time. So the reported event could not be confirmed. A medical investigation was conducted and confirms based on the limited information the root cause of the popping out and dislocating cannot be concluded. No report of trauma has been made. It is unknown the activity level of this patient and if that could be a contributing factor in this issue. Possible causes could include but not limited to traumatic injury, patient anatomy or abnormal loading of limb. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.case-2020-00010064-1

Event description:
It was reported that patient had journey 1 total knee installed in 2006. Recently it began popping out and dislocating when moved in a certain position. The surgeon said that the pad was too small and the pad needs to be replaced.